Event description:
Patient turned for incontinent care. Initially turned to pt's right side, when turned onto back (before being turned to left side), another rn noted ett [endotracheal tube] more out. Anchor fast was in place with securement strap on. Respiratory therapist nearby and immediately came to bedside. App [advance practice practitioner] and intensivist called to bedside. Ett removed and new ett inserted by intensivist. Prior to turn ett was assessed and in correct position. [Redacted] per [redacted] and [redacted], this is a defect "I spoke with the cticu [cardiothoracic intensive care unit] intensivist who performed the reintubation. From his understanding, he believes that the staff thought the adhesive on the anchorfast was not secure enough on the patient's face, causing the ett to move. He was not there during the turn, so he can't speak to the actual event". Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).